Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had 0 voltage. A review of the shared data log did not observe any errors related to the customer complaint. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (b)(60 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a permanent loss of connection. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.